Event description:
A physician reported a pt who, on 11 october 1999, was skin tested with a negative result. In 1999 the pt was implanted into bi-lateral nasolabial folds and the glabella frown lines. On or about 18 november 1999 (a week later), the pt developed beading, and subsequently erythema, induration, pruritis around the treatment sites (near the mouth). Symptoms were reported to be more pronounced at certain times. Initial treatment was a topical cortisone cream which resulted in no symptoms improvement. Intralesional kenalog was administered on 6, 11 and 25 january 2000 and on 11 february 2000; some improvement in symptoms resulted. The physician diagnosed hypersensitivity, contraindicated the pt for further exposure and planned to follow the pt during symptoms resolution.